Manufacturer narrative:
This report is submitted on february 23, 2017, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient experienced pressure and dizziness at implant site; subsequently the patient was placed under general anesthesia and underwent revision surgery on (B)(6) 2017 to reposition the implant.